Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator alarmed for low tidal volume, high inspiratory pressure, high expiratory pressure, low inspiratory pressure and low expiratory leak. When inspecting the product, it was confirmed that the adhesive state of the replaced foam was weak, so some parts were easily separated, and some gaps occurred even when reattached. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. The device operated and alarmed as designed. In addition of the above evaluation, the device's sensor board needs to be replaced due to the contamination.

Manufacturer narrative:
Device not return.

Event description:
The manufacturer received information alleging a ventilator alarmed for low tidal volume, high inspiratory pressure, high expiratory pressure, low inspiratory pressure and low expiratory leak. When inspecting the product, it was confirmed that the adhesive state of the replaced foam was weak, so some parts were easily separated, and some gaps occurred even when reattached. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.